Event description:
The clinic reported that a laser vision correction patient presented with trace/stage I diffuse lamellar keratitis (dlk) at superior edge of the flap in both the eyes one day post treatment. The topical steroid dosage was increased, predforte was increased to every hour. The patient complained about experiencing light sensitivity. There was no loss of of best corrected visual acuity (bcva).

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.